Event description:
It was reported that during a therapeutic enucleatic myomectomy under sedation, the probe of the ultrasonic surgical device broke when attempting to output by grasping, and fell into the patient¿s abdominal cavity. The probe was retrieved and the procedure was completed with a backup device. Ther were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.